Event description:
After device was already successful in cold snaring one polyp, md wanted to attempt another polyp cold snare. When getting the cold snare ready again, technician noticed sheath covering snare had become disconnected from device handle.